Event description:
The company was informed that the pt's internal magnet has migrated due to the heavy impact the pt sustained at the implant site. The pt's internal magnet was replaced. The pt is currently doing well and is hearing with the device.